Event description:
It was reported that during a laparoscopic colectomy procedure, there were no staples present after firing. Another like device was used to complete the procedure. There was no pt consequence.